Manufacturer narrative:
This report is being submitted to provide additional information based on evaluation and the legal manufacturer's final investigation.   New information added to the following fields: d8 and h6. Correction on field: b5, it was inadvertently missing on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   The following non-reportable malfunctions were found during the device evaluation: -installation of a non-olympus lamp. -non-olympus lamp life meter reading 467+hours, light intensity output out of specifications. Based on the results of the investigation, a definitive root cause could not be identified. It was confirmed that a non-olympus product was installed. As to the installation of a non-olympus product, the instruction manual describes the following. [Warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Event description:
Procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image, the device no longer recognizes a scope hooked up to it, front panel multiple chips and scratches, top cover deeply scratched, and a worn out socket slider switch causing intermittent failure of the high intensity mode. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for a colonoscopy the evis exera iii xenon light source had no image and did not recognize the scope hooked up to it. There were no reports of patient harm.